Event description:
A medtronic representative reported the stealthstation s7 system's application stopped unexpectedly while in spine surgery with fluoro - c-arm. They did a re-take of images due to an alleged inaccuracy after the first 2 screws. Using the new images, the first screw was placed when the software exited. The surgeon chose to discontinue the use of navigation and imaging. There was no harm to the patient reported.

Manufacturer narrative:
System performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation. The rollingstone computer was returned to the manufacturer appears the entire kit returned unused.

Manufacturer narrative:
The stealthstation s7 system has been tested with sawbones and worked properly. A medtronic representative, at the site, covered another similar procedure and the system worked as intended, no issues. No parts, or system files, from this event have been received by the manufacturer for evaluation.